Event description:
It was reported that the patient presented in clinic for device check and they had some chest pain. It was discovered that their right ventricular (rv) lead was not capturing at the designated threshold. The patient was given medication on (B)(6) 2021 and the following morning the rv lead was successfully able to capture. The patient was in stable condition.